Manufacturer narrative:
The company representative examined the system and found the system message reported in the event log. The company representative could not duplicate the system message reported. The software was updated. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).

Event description:
A nurse reported a system message displayed during a photocoagulation procedure. The procedure was able to be completed following a one hour delay with an alternate laser system and the use of additional packs. There was no harm to the patient.